Event description:
During a laparoscopic assisted vaginal hysterectomy an atw35 stapler locked out on the first firing and also locked out the next three times it was reloaded. An ez35w was pulled to complete the case and it also locked out. There was no consequence to the pt. 8/26/97 the rep reported the case was completed with bipolar electrocautery.

Manufacturer narrative:
Tracking #.44799. Date sent: 11/02/1998. D5,6; h4: info not available, device not returned for analysis.